Event description:
It was reported that the physician had to explant the pump because of an infection at the level of the pocket. The pump was not replaced and the patient presented withdrawal symptoms that were resolved with oral drug. A follow-up report will be sent if additional information becomes available.